Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle and had the top part of the image cut. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.